Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, there was some difficulty in grasping the firing trigger at the 7th firing and the device became non-functional. The manual release lever was used to release, but the knife did not return to the home position. The doctor opened the firing trigger forcefully by hand and the knife returned to the home position. Some staples were formed halfway and some other staples were malformed. Additional suture was performed. There were no adverse consequences to the pt.